Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints reported from this lot. The investigation was unable to determine a cause for the reported unintended movement of clip open while establishing final arm angle (efaa). There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report unintended movement. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with grade 4, and restricted and thin posterior mitral leaflet. A mitraclip ntw was inserted the posterior leaflet was unable to be grasped. Therefore, the clip was removed and replaced. A mitraclip nt was inserted and placed on the valve. However, while establishing final arm angle (efaa), the clip continuously opened from closed to greater than 20 degrees. Troubleshooting was performed but was not successful. The nt clip was removed and replaced. Another nt was inserted and deployed on the mitral valve, reducing mr to a grade of <1. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.